Event description:
It was reported that the implantable neurostimulator (ins) warning for low battery had come up about a month prior to this report. Ins seemed to have depleted faster than the estimated time. Patient had low settings. Ins battery depletion was reported as premature. Patient was having an explant and rechargeable re-implanted on (b)(6. ) 2013. Longevity was done and was 17 months on the following settings: p1- 5-/6-/7+/3.9v/300pw/60r and p2-8+9-10+/3.0v/240 and r60. Impedances were fine. Additional information requested but had not been received as of the date of this report.

Event description:
The patient received assistance from a company representative on (B)(6) 2013 and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly. Telemetry and output were okay. The battery reached normal end of life. The estimate is based on the parameters from the phone record. The longevity estimate is 16.38 months to eri and 19.38 months to eos. The device reached eri in 18 months per the trace report taken from the ins.

Event description:
The company representative saw the patient on (B)(6) for her post op and recharger training. It was confirmed that her ins was replaced on (B)(6) 2013 and she was receiving effective therapy.